Event description:
It was reported that the user experienced a connection issue between the ilet and a dexcom g7 sensor, with the ilet displaying ¿pairing with sensor¿ for an extended period despite the correct pairing code being entered. Symptoms included no reported adverse clinical effects. Outcomes included the need for troubleshooting and user education, with instructions to toggle the cgm type and start the sensor, and to call back if the sensor did not connect. Investigation included phone-based technical support and user-guided troubleshooting. Investigation of this case revealed that the pairing attempt did not complete and the responsible device could not be identified. It was concluded that the event was a sensor pairing failure with undetermined root cause.